Event description:
Additional information was received from a consumer via manufacturer representative (rep). It was reported the patient had experienced a loss or change of therapy; the patient was getting 50% relief and was now only getting 30% relief. The patient was adjusted by the rep three weeks ago, and requested the manufacturer call them to go over expectations of relief and how to change settings/programs. The rep later reported they offered to meet with the patient two days, however the patient was not able to meet with them on those days.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. Prior to implant the patient was going to the bathroom every 30 minutes to an hour, and also was wetting pants at times. During the 3 day trial, the patient improved and was only going to the bathroom about every hour and no longer had wetting. Following implant the patient still had improvement of going to the bathroom about every hour and sometimes more; however yesterday the patient wet herself. This wetting was the loss of therapy reported. Therapy was on and the healthcare professional (hcp) had instructed the patient to keep a voiding diary. 0.5 was not comfortable but increasing to .45v was fine and felt in the correct area. It was also noted that there was pain and swelling at the implantable neurostimulator (ins) site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.